Event description:
A pt had the essure micro-inserts placed in (B)(6) 2010. She presented to her physician complaining of pelvic pain and requested removal of the essure micro-inserts. The physician removed the micro-inserts laparoscopically; the micro-inserts were in the fallopian tubes and appeared normal; no perforation observed. The physician noted that the micro-inserts came out very easily. The pt's pain resolved following removal of the micro-inserts. The physician was asked if the essure micro-inserts were, in her opinion, directly related to the pt's pain; she responded that it was unclear.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.